Event description:
The lay user/patient called lifescan (lfs) on december 1, 2007 alleging the one touch ultra meter was prompting the battery indicator. The medical affairs specialist mailed a letter on december 6, 2007, since the user could not be reached by telephone for further clarification, therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the meter issue began in 2006. She stated that, she had to replace the battery every 3 months and she was only testing 4 times per month. After the reported issue, the patient reported feeling lethargic, sleepy, and thirsty. The patient denied receiving medical attention following use of the meter, however, she did have something to eat. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know if she would have tested more frequently had the meter not been malfunctioning, her medication regimen, and whether or not the patient was still able to test at the time of the symptoms. This complaint is reported, as the issue was not resolved and the patient claimed she had symptoms that can be associated with hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report.